Event description:
Balloon/ leakage and rupture.

Manufacturer narrative:
The report we received indicated that there was balloon/ leakage/ rupture. This product (423-5040w) was used for post-dilation. The balloon was ruptured at nbp at second inflation (pressure, time unknown). Stent: easy wall (bsj/size unknown). Gw: grandslam (brand unknown). There were no reported adverse effects to the patient. The product was returned for evaluation and testing; however, the engineering valuation is not complete. Additional information will be submitted within 30 days upon receipt. Please note that this device (4235040w/lot r0104584) is distributed outside the united states; however, it is similar to the united states product 4225040x).